Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. The battery cap was not able to secure to the pump.

Manufacturer narrative:
Date of submission 23-feb-2018 the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: a review of the pump black box data showed unexplained pump reboots. During a visual inspection of the pump, it was observed that the battery compartment was cracked in two places and had damaged threads. The returned battery cap had stripped threads and was unable to fully attach to the pump; the pump reboots were duplicated with the returned battery cap. There were no pump reboots duplicated during this time with the test battery cap. Unrelated to the initial complaint, the display screen was observed to be dim and discolored.